Manufacturer narrative:
A field service engineer (fse) evaluated the event on (B)(6) 2015 and confirmed the differential (diff) mixing chamber sample line was leaking. The sample line on the diff mixing chamber was replaced, resolving the leak. The system was verified and validated. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately one pint in volume from a coulter lh 750 hematology analyzer. The customer considered the instrument inoperable and requested a service visit. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses, and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.